Event description:
It was reported occlusion alarms occurred. Multiple attempts were made to follow up with the customer, no additional information was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.